Event description:
The member reported accuracy concerns with their blood pressure monitor.

Manufacturer narrative:
The member also reported that their physician changed the dosage of their medication, based upon the readings provided by the blood pressure monitor, and subsequently reverted back to a lower dosage as the new one was to high.